Event description:
It was reported that the patient with this pacemaker system was feeling fatigue and felt that heart rhythm was not adequate, suspected a capture issue. Technical services (ts) was consulted and noticed functional undersensing, ventricular overpacing and farfield oversensing on the right atrial (ra) lead, recommended reprograming options. This pacemaker system remains in service. No adverse patient effects were reported.